Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while trying to insert, the housing of the monopolar curved shears (mcs), it fit very tightly with the sterile interface module (sim). After insertion, the instrument repeatedly triggered an error alarm instructing removal and cleaning. The alarm stated ¿low (caution) instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument.¿ the issue was resolved by replacing the mcs with another instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while trying to insert, the housing of the monopolar curved shears (mcs), it fit very tightly with the sterile interface module (sim). After insertion, the instrument repeatedly triggered an error alarm instructing removal and cleaning. The alarm stated ¿low (caution) instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument.¿ the issue was resolved by replacing the mcs with another instrument. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident. One image was received for evaluation. The image depicted the distal end of a monopolar curved shears showing the reference identification and serial number that matched what was reported. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module that was attached to arm cart assembly 2. The use time was eleven minutes with a use count of one. An error code associated with instrument usage read write read sequence was triggered multiple times. This error usually occurs after the remaining use life use count or use time of the instrumentation is incremented and the write has not been successful after sixty seconds, the instrument drive unit software will send an inoperable recoverable error. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.